Event description:
It was reported that a patient emergently went to the operating room on the night of august 11th. The anesthesia team started the nicardipine drip for a short period of time during the surgical case to lower the patient's blood pressure. Towards the end of the case, the patient became hypotensive and required three vasopressors. After the surgery, the patient was brought to the intensive care unit (ICU) and continued to be hypotensive despite of infusions of three vasopressors. Twenty minutes after arriving in the ICU, patient had a near code blue event and the nurse realized that the nicardipine drip has been infusing. The physician fellow was unsure how long the nicardipine drip was on unintentionally. The physician fellow was unsure if the anesthesia tea, failed to turn the pump off or if it was mistakenly turned back on after arrival to ICU. It was then reported that the pumps were tested by the hospital's third party servicer and found not to have any malfunctions or error codes. The programming was interrogated by the hospital team internally and did not reveal any malfunction or programming errors.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient emergently went to the operating room on the night of august 11th. The anesthesia team started the nicardipine drip for a short period of time during the surgical case to lower the patient's blood pressure. Towards the end of the case, the patient became hypotensive and required three vasopressors. After the surgery, the patient was brought to the intensive care unit (ICU) and continued to be hypotensive despite of infusions of three vasopressors. Twenty minutes after arriving in the ICU, patient had a near code blue event and the nurse realized that the nicardipine drip has been infusing. The physician fellow was unsure how long the nicardipine drip was on unintentionally. The physician fellow was unsure if the anesthesia tea, failed to turn the pump off or if it was mistakenly turned back on after arrival to ICU.